Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Event description:
New information notes the physician does not believe the patient's death was related to the device or procedure.